Event description:
It was reported via repair work order that the bed alarm was not working properly and the scale was reading was inaccurate. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.